Event description:
The coronary care unit (ccu) registered nurse (rn) was setting up a patient's continuous renal replacement therapy (crrt). The rn scanned the qr code on the filter set as directed by the set-up instructions. The prismaflex allowed the rn to continue with the set-up procedure. As the set-up progressed, the next step was priming and the rn received an error screen wrong set detected. The rn followed the onscreen instructions to resolve this issue and the issue was unable to be resolved. Manufacturer response for dialyzer, high permeability with or without sealed dialysate system, prismaflex set (per site reporter). It was the deaeration chamber.